Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer: lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -16.5/+1.0/085 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to excessive vault. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
(B)(4). Work order search: no similar complaints were reported for units within the same lot. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial but clear surgical residue/debris found on product. Visual inspection found the lens haptic torn/ broken/ bent/ deformed. (B)(4).